Event description:
It was reported that a cadd® cadd-legacy® 1 pump fails accuracy +7.6%. There is no report of any patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The pump's expulsor was trimmed to bring the pupm's delivery into a more nominal range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.